Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for intermittent delivery of an unspecified concentration of vancomycin, and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse reprogrammed the device. No specific programming parameters were provided. After an unspecified length of time, the pt notified the pharmacy that the device had delivered 3 doses of medication instead of the expected 2 doses of medication. It was reported that 100ml remained in the vancomycin container. The expected remaining volume was reported as unk. The customer contact indicated that the pt reported phlebitis in an unspecified arm and swelling of the right upper leg. It was reported that the pt went to the hospital for eval by a physician. No info was provided regarding whether the pt was admitted to the hospital; however, the pt's condition was reported as fine. No medical interventions were reported. The device was removed from clinical service. Therapy was discontinued. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2012 at 1307 for intermittent delivery, with a dose amount of 100ml, a dose time of 2hrs, dose frequency of 12hrs, number of doses 2, a kvo (keep vein open rate) of 1ml/hr, and a 250ml container size. The device continued in use at the programmed settings. On (B)(6) 2012 at 1321, a new container is indicated. Between 2148 and 2348 dose 1 was delivered. On (B)(6) 2012 a new date occurred. Between 0948 and 1148 dose 2 was delivered. At 1413, the delivery was stopped. Between 1415 and 1419, a check cassette alarm occurred, a cassette was inserted, the delivery was stopped and started 2 times, and a priming volume of 2.7ml was indicated. At 1421, a power loss alarm occurred and was powered on using battery power. At 2148, and end of infusion alarm occurred. A new date of (B)(6) 2012 occurred. At 0532, the delivery was stopped, a new container was indicated, and the delivery was started. Between 0532 and 0732, dose 1 was delivered, and the kvo rate began. At 1238, the delivery stopped. At 1244, a new container is indicated, the delivery and kvo rate began. Between 1732 and 1932, dose 1 was delivered. A new date stamp of (B)(6) 2012 occurred. Between 0532 and 0733, dose 2 was delivered, and a distal occlusion alarm occurred 2 times. At 1058, the delivery was stopped and the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.